Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress and functionality testing without duplicating the report. An internal inspection found some visual discrepancies with the manifold assembly but it could not be confirmed it contributed to the report. The manifold assembly was proactively replaced. The device was recertified and returned to the customer. Review of the device logs showed that the device appears to give breaths as long as all of the required conditions are met. There was no indication that the ventilator ceased functioning, the only evidence in the log that would indicate no ventilation were instances where the pressures were zero and each of those were accompanied by a patient disconnect error which appears to be normal activity. No trend is associated with reports of this type.